Event description:
It was reported that the patient's implantable neurostimulator battery encountered a depletion that was suspected to be premature. The device battery depleted after one week of use. All of the stimulation programs were set at 10.5 volts. The device was cycling on and off at 15 second intervals. Telemetry was performed and an elective replacement indicator (eri) message was received. No patient symptoms or outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3888 lot# v772100 implanted: (B)(6) 2011 explanted: na; lead model 3888 lot# v772100 implanted: (B)(6) 2011 explanted: na; lead model 3888 lot# v772100 implanted: (B)(6) 2011 explanted: na; lead model 3888 lot# v603222 implanted: (B)(6) 2011 explanted: na; extension model 3708220 lot# nkb012024v implanted: (B)(6) 2011 explanted: na; extension model 3708220 lot# nkb012097v implanted: (B)(6) 2011 explanted: na; programmer model 37743 lot# nke173600n.